Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and painful, skin irritation under the therapy pads of the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's daughter is a nurse and advised the patient to use medicated powder on the skin irritation. Follow up indicated that the patient's physician did not prescribe anything for the skin irritation, however, the medicated powder that her daughter recommended helped the skin irritation to improve.